Manufacturer narrative:
Concomitant products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. Product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2016, product type: catheter. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from healthcare professional reported the catheter serial number involved was (B)(4). It was noted that the cause of the twisted and plugged catheter was chronic seromas status post (s/p) appendectomy and hernia repair. It was noted that the twisted and plugged catheter issue was resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Section d references the main component of the device system; the other relevant components include: product ID 8709sc lot# serial# (B)(4) implanted: (B)(6) 2012 explanted: product type catheter. Product ID 8596sc lot# serial# (B)(4) implanted: (B)(6) 2016 explanted: product type catheter h6: patient code c34685 applies to both catheter product line items. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving dilaudid (hydromorphone) 20mg/ml for a total dose of 4.1 mg/day via an implantable pump for rsd/causalgia-complex regional pain syndrome. It was reported catheter was not replaced at the time the pump was and now the catheter has to be replaced because it was plugged. Patient stated the catheter has to be replaced and the catheter got twisted into the mesh and caused an umbilical hernia. Patient stated when healthcare professional (hcp) replaced the pump, hcp chose not to replace the catheter, but to add pieces to it. Patient stated they did a dye study and it showed the catheter was plugged and the hcp has to replace the catheter. Patient noted they decreased the medication by 50% yesterday and will reduce it again prior to doing the catheter revision. Patient stated they knew about the twisted catheter "for a couple of years." It was noted no symptoms were reported, but patient received a hernia due to the twisted catheter. ***there was additional information reported that was not relevant to this event and therefore was omitted; see pe 701651227-would pull ptm away to soon.***